Manufacturer narrative:
The insulin pump was received with unresponsive buttons response and button error alarm due to corroded keypad traces. The insulin pump was unable to perform displacement test, rewind, basic occlusion or occlusion tests due to unresponsive keypad and buttons. The insulin pump had cracked display window corner, scratched lcd window, cracked battery threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the insulin pump was exposed to rain. The customer's spouse reported that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's spouse reported that they were unable to clear the button error alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's spouse stated that she treated the high blood glucose with insulin pen. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.